Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that ever since they had their cardiac resynchronization therapy defibrillator (crt-d) implanted approximately nine and a half weeks prior, they have been feeling out of breath, very fatigued, and noted that one doctor suggested that they have "excess fluid around the heart." The patient also noted that they were informed that their crt-d "didn't calibrate correctly." The crt-d remains in use. No further patient complications have been reported as a result of this event.